Event description:
It was reported that 32 eagle monitors shut down from 12:00 to 16:30. No pt death or injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.